Event description:
Clinic notes dated (B)(6) 2013, noted that the patient experienced an increased cluster of seizures on (B)(6) 2012. It was reported that there were no missed medications and no associated fever or illness at the time of the seizures. The device frequency was changed from 25hz to 30 hz on (B)(6) 2012. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional info have been unsuccessful to date.